Manufacturer narrative:
Spacelabs healthcare technical support escalated the issue to the customer's internal network team. In a follow up call, it was confirmed that the issue was resolved, however details regarding the actions performed and resolution details were unavailable. Cause of failure was not established.

Event description:
The customer reported that while monitoring telemetry patients on a uvsl central station, the waveforms stopped displaying preventing the continued monitoring of the telemetry patients. There was no patient or user harm associated with this event.